Manufacturer narrative:
A service record relevant to the reported complaint was found. Service record (sr) was opened on (B)(6) 2021, to address the reported event. The company representative was able to resolve the reported event remotely with the customer. The system was last serviced prior to the reported event per service record (sr) opened (B)(6), 2021. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery the aspiration pressure of an ophthalmic operating console did not increase during ultra sound (us) and irrigation/aspiration (ia) modes. The surgery was completed successfully using the same console as it was stable. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).